Event description:
Reporter indicated that a vns patient was diagnosed with breast cancer in 2007. The cancer is a ductal carcinoma grade 3. The patient has a family history of breast cancer. The pt is undergoing chemotherapy to treat the cancer. The physician may prophylactically replace the generator as he is unsure if the cells around the border of the device have had exposure to cancerous cells. At this time, the physician is unsure whether vns was a contributory factor in the breast cancer. Attempts to obtain additional information from the treating physician are underway.